Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead exhibited high threshold measurements with loss of capture (loc). During a coronary artery bypass graft (CABG) procedure visual inspection confirmed that the lead had perforated the heart wall. The lead was successfully repositioned during the CABG procedure. When the implanting physician was notified of clinical observation it was reported that the physician had difficulty pacing the lead and thus was placed on the ra lateral wall.